Event description:
It was reported that during a stenting treatment procedure, a wire fracture occurred leaving an un-retrieved device fragment in the patient. Using the right femoral approach, the procedure treated the de novo, 70% stenosed and concentric 3.0x12mm target lesion located in the mildly calcified and mildly tortuous right coronary artery (rca). There was an equal to or less than 45° bend in the vessel. Using a direct stenting technique, a 3.0x12mm promus stent was implanted in the distal rca. Next a 3.0x8mm promus stent was advanced, but the physician took it past the lesion and ended up in the previously placed stent. The physician then decided that the 3.0x8mm promus was not long enough and started withdrawing the stent, with no resistance met but the stent dislodged. The exact reason the stent dislodged was unknown, but the 3.0x12mm promus stent previously implanted did not move or get damaged. An attempt to withdraw the stent was made with a 1.25x8mm non bsc balloon, but the balloon was only able to inflate a little. An attempt to snare the stent was made but was unsuccessful. Then three pt2 guide wires were put down the vessel and torqued to tangle the wires to withdraw the stent, however one of the wires fractured inside the 3.0x8mm promus stent leaving an approximate 10mm wire portion behind in the patient. At this point a 2.0x12mm non-bsc balloon was used to crush the 3.0x8mm promus stent and remaining wire fragment to the vessel wall. A 3.0x18mm promus stent was implanted where the stent was crushed to tack up the crushed stent and wire fragment. Post dilation was performed with a 3.0x15mm non bsc balloon. Then a 3.0x12mm promus was implanted in the proximal rca to treat the proximal lesion and also was used as bail out treatment for a grade a vessel dissection thought to be caused by the deep seated non-bsc guide catheter. No further patient complications occurred and the patient status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).